Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text : device not returned.

Event description:
Country of complaint: united kingdom. It was reported that the wrong product was in the box.

Manufacturer narrative:
Samples received: 1 closed cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured 109 units of this code-batch. There are no units in our stock. We have received one closed cassette of the code-batch: 41167279-617216 (polyamide sutu wht 2/0 (3) 100m bayer ee) inside the box of the code-batch: 41167295-617215 (supra wh 4 (6) 25m bayer), as can be seen in enclosed picture. The mix-up was produced in packaging area. Both products were packed the same day and we assume that clean line in the manufacturing process was not performed correctly. By operator mistake, one cassette of product: 41167279 (polyamide sutu wht 2/0 (3) 100m bayer ee) was labeled as 41167295 (supra wh 4 (6) 25m bayer). Remarks: the personnel involved have been warned of this issue and re-training has been performed. Final conclusion: taking into account that sample received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in order to determine root cause of the defect and actions: CAPA: cc/w/01/mar/2018.